Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had out of specification upstream sensor readings. Evaluation also found the upstream sensor had cracks on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed the air detection alarm. It was also reported there was no patient involvement.